Event description:
Customer reported two light anesthesia cases. This is the second of two reports. There was no reported patient injury.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. During testing, the unit went into a 'no output' alarm, preventing use of the vaporizer. The cause of the alarm was determined to be the proportional valve. Seats in the valves of similar complaints were examined and revealed signs of swelling. The swelling limits the amount of agent that can pass through the orifice, triggering a 'no output' alarm. The proportional valve has since been redesigned. The new design can mechanically compensate for seat swell due to a spring loaded seating surface. This design allows the seat to swell away from the orifice, helping to prevent low output problems.